Event description:
It was reported that, approximately 2 months prior to this report, the patient reported a loss of therapy. During a catheter replacement on the report date, it was discovered that the catheter was fractured after the anchor. The spinal segment of the catheter was left in the intrathecal space. No additional actions or interventions were taken as a result of the catheter issue. Following the replacement, the healthcare provider (hcp) reduced the medication concentration and dose. As of 2014 (B)(6), the patient was doing fine. The device system was used to deliver morphine. Specific patient symptoms were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).